Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to code corruption, consistent with effects of exposing the pacer to an electrosurgical device. After installing a new battery and re-loading the product code, the pacer exhibited normal functionality with normal results. Total projected longevity based on nominal settings is 9.14 years; implant duration is 11.28 years which exceeded the projected longevity and it is considered normal battery depletion.

Event description:
New information received states that the device was later explanted due to normal eri.

Event description:
It was reported that during device check back up vvi was observed. A device download was successfully performed.